Event description:
It was stated that customer was hospitalized with low blood glucose levels. Prior to the event, the customer was experiencing seizures and had a blood glucose level of 86 mg/dl. The customer's mother found the customer unresponsive and called the paramedics. Mother and doctor feel the event was due to overactivity and too much insulin being given at bedtime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.